Manufacturer narrative:
(B)(4). Further information surrounding the event has been sought and the involved catheter and guidewire have been requested for investigation. A supplemental medwatch will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a part of the guidewire had separated and remained in the vessel of the patient. The separated part was detected inside of the catheter and could be removed by removal of the catheter. There was no harm to the patient. (B)(4).

Manufacturer narrative:
(B)(4). The involved guidewire and catheter were returned for investigation. During the visual inspection of the guidewire, no irregularities or deviations could be detected. Pass-through tests, through the catheter, were performed. No deviations could be detected. Additionally the catheter functions were tested, and the catheter performed as specified. Our conclusion in this matter is, that no failures/deviations could be detected from our investigation. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
(B)(4).